Event description:
Procedure: hernia. According to the rptr: on (B)(6) 2013, the pt, who was part of a (B)(6) study, had a piece of mesh implanted. On (B)(6) 2013, the pt reported experiencing intense post-operative pain. This was resolved with medication by (B)(6) 2013. There is a possible relationship to the device.

Manufacturer narrative:
(B)(4).